Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to contact them again if the malfunction reappears, and the customer acknowledged understanding.